Event description:
A dialysis facility nurse called baxter quality assurance department to report an incident, which happened in 2004. A hemodialysis pt was 20 minutes into treatment when the metal needle part of the fistula set broke apart from the set and remained in the leg where the leg graft has been implanted for dialysis. Pressure was held on leg above the arterial site to keep the needle from migrating into the arterial vein, and an ambulance was called. The pt was transported to the emergency department in the dialysis chair. When the pt arrived at the emergency room, bleeding had subsided, pressure was removed from the leg and the broken needle came out of the leg graft without aid. The pt was not admitted to the hospital and was discharged immediately. The pt went back to the dialysis center and completed their dialysis.